Event description:
It was reported dressing was applied to pt on (B)(6) looked to pull dressing out and found nothing in the wound bed. On (B)(6) pt brought in a small piece of dressing and said that it came out of her wound while taking a shower.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The product lot number was recorded as could not obtain indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specifications at the time of MFR. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc codes indicates that this was the only complaint registered for this icc code, date and complaint issue. An eval has been conducted and no corrective actions are to be raised from this analysis. No additional event/pt details have been provided to date. Should additional information become available, a follow report will be submitted.